Manufacturer narrative:
Recently, additonal info was received from the account indicating that the pt's diagnosis was ami, 43 y/o female. During clinical use, the pt was in shock following the dissection and iabp was inserted to stablize the pt. The dissection was treated with a grii stent and palmaz-schatz stent with no further pt injury or complications. The pt was discharged from the hosp.

Event description:
Initially, difficulty was experienced inflating the balloon; following inflation of the balloon to a pressure of 5 atmospheres, the stent was deployed, but a dissection was noted at the proximal area.